Manufacturer narrative:
This report is submitted on march 14, 2020.

Manufacturer narrative:
Based on clinical symptoms and troubleshooting performed on (date not reported) it was determined that the results are consistent with a device malfunction. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on may 31, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was deemed a device failure. The device remains in-situe.